Event description:
Per the customer, during a navigated spine case with the q-guidance system, they registered the navigation system using the airo automatic fiducial registration system with a spinemask as the patient tracker. The customer transferred the registration to an ngenius tracker on an ortholock with pins after the image acquisition. Per the customer, the procedure was minimally invasive, working in small percutaneous incisions. The surgeon noticed an instrument depth inaccuracy and compensated for the issue during the procedure. The surgeon placed two screws on the patients left and placed two k-wires on the patients right and re-scanned using the ngenius tracker on the ortholock as the patient tracker for placement confirmation. The scan confirmed that the screws and k-wires were all placed superior of the pedicle when the navigation showed him placing the screws and k-wires in the pedicle. The surgeon corrected the implant placement and found that the navigation was accurate when navigating on the same patient using pins with the ortholock and was inaccurate using the spinemask. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during a navigated spine case with the q-guidance system, they registered the navigation system using the airo automatic fiducial registration system with a spinemask as the patient tracker. The customer transferred the registration to an ngenius tracker on an ortholock with pins after the image acquisition. Per the customer, the procedure was minimally invasive, working in small percutaneous incisions. The surgeon noticed an instrument depth inaccuracy and compensated for the issue during the procedure. The surgeon placed two screws on the patients left and placed two k-wires on the patients right and re-scanned using the ngenius tracker on the ortholock as the patient tracker for placement confirmation. The scan confirmed that the screws and k-wires were all placed superior of the pedicle when the navigation showed him placing the screws and k-wires in the pedicle. The surgeon corrected the implant placement and found that the navigation was accurate when navigating on the same patient using pins with the ortholock and was inaccurate using the spinemask. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.